Event description:
During endoscopic gastric peroral endoscopic myotomy (g-poem) under general anesthesia, scope cap broke inside of patient and had to be removed with rat tooth forceps, additional 2 caps broke but came out with scope.